Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken breast prosthesis".

Event description:
Patient has reported unknown side " broken breast prosthesis." Device remains implanted.

Event description:
Patient has reported left side "broken breast prosthesis," MRI confirmed. Device was explanted.

Manufacturer narrative:
Continued e.1 health effect-impact code: f2203 imaging required. Device evaluation: "the device related to the reported event of rupture was received on (B)(6) 2021 with lot number 2325819. Visual analysis of the returned device identified: weight to the spec, wear abrasion, voids, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - no openings or issues related to rupture device were observed." Additional, changed, and/or corrected data: a.2, b.5, b.6, b.7, d.6b, d.9, d.10, g.1, g.2, h.3, h.6.